Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating a blank display screen on their insulin pump. The patient's blood glucose level was 499 mg/dl at the time of the call. The customer treated their blood glucose with manual injections. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded at the lcd board per our visual inspection. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to blank display. The insulin pump has minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.